Event description:
Information was received from a manufacturer's representative (rep) via a consumer. It was reported that the patient was having a problem with the unit, it's not good. The patient stated that the battery is bent in half and they need a tech. The patient mentioned that they found their regulator. The patient also mentioned that they fell. There was no other information. No symptoms reported.